Event description:
A malfunction alarm was reported with a momentary power loss to the vibrator motor. The customer's blood glucose level was noted as high, exceeding 500 mg/dl, but the specific value was not provided. As a corrective action, the customer administered a correction injection manually. Technical support provided assistance with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred.